Event description:
Customer's wife reported that the insulin pump had alarmed for motor errors during bolus and basal delivery. The blood glucose reading was 210 mg/dl. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump is unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm, motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.